Event description:
It was reported by the aci sales professional that a male pt, with a history of dvt and previous catheterization, underwent an interventional cath procedure via the right groin in 2009. A 6f sheath was used to access the common femoral artery (cfa) without any difficulty. A femoral angiogram was not taken, therefore the stick location in relation to the femoral head and any presence of pvd within the vicinity is unk. Peri-procedure the pt was on versed and nitro. Post procedure, the physician, trained to the mynx device, proceeded to use the mynx for femoral artery closure. The device was deployed and hemostasis was achieved. Two days later, the pt complained about numbness and pain in the right leg. The following day, an MRI of the leg showed little to no flow down the common femoral artery. The pt was taken to the or for a cut down and endarterectomy of the cfa and superficial femoral artery (sfa). During the surgical procedure, heparin was administered. The pathology report showed fragment of blood clot, calcified atheromatous plaque and separate fragment of gelatinous foreign material (believed to be mynx sealant) embedded in fibrin and red blood cells. Post surgery, the pt was recovering without further clinical sequelae.

Manufacturer narrative:
The device was not returned for evaluation. The review of the lhr (lot f0914717) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Based on the info provided and no returned device for physical investigation, the cause of the reported occlusion could not be determined. There were no device malfunction reported and hemostasis was achieved successfully post-mynx. Additionally, it is unk if the foreign material reported in the pathology report was mynx sealant. The mynx instructions for use (IFU) states: "while lightly holding the device handle to maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy) detach shuttle and advance until resistance against the balloon is felt".